Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition, the unit heats up although power outlet was changed. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the unit heats up although power outlet was changed. No patient involved.

Event description:
According to the reporter the unit heats up although power outlet was changed. No patient involved.